Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with long and severely restricted posterior leaflet, long anterior leaflet, and a suboptimal transseptal puncture. A mitraclip xtw was inserted without issues. However, while lowering the clip into the ventricle, fluoroscopy revealed rotation. The clip was then inverted and repositioned. However, difficulties visualizing the clip occurred, and the issue continued to occur, and after multiple attempts to reposition, the clip became stuck on the anterior leaflet, and imaging suggested chordae interference. It was noted that the physician suggested a velcro effect between the leaflet and gripper. Troubleshooting was performed, but the clip was unable to become free. Therefore, the clip was implanted where it was stuck, attached to both leaflets. No additional clips were implanted, and the mr was reduced to a grade of 2. There was no clinically significant delay in the procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with long and severely restricted posterior leaflet, long anterior leaflet, and a suboptimal transseptal puncture. A mitraclip xtw was inserted without issues. However, while lowering the clip into the ventricle, fluoroscopy revealed rotation. The clip was then inverted and repositioned. However, difficulties visualizing the clip occurred, and the issue continued to occur, and after multiple attempts to reposition, the clip became stuck on the anterior leaflet, and imaging suggested chordae interference. It was noted that the physician suggested a velcro effect between the leaflet and gripper. Troubleshooting was performed, but the clip was unable to become free. Therefore, the clip was implanted where it was stuck, attached to both leaflets. No additional clips were implanted, and the mr was reduced to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported unintended movement, entrapment of device, difficult or delayed positioning, or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unintended movement, difficult or delayed positioning, and entrapment of device appear to be related to procedural conditions. The reported poor imaging appears to be related to procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.